Event description:
It was reported that the caller placed a mobile phone next to the monitor and both products "blew up" to where it could not be used. A replacement monitor was ordered for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.